Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the prograsp forceps instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found to have the proximal clevis dislodged. The dislodged proximal clevis is attached to the main tube. The probable root cause is attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage. Additional related observations: the instrument was found to have a broken main tube at the distal tip where the proximal clevis is installed. A piece measuring proximately 10,0mm x 2,5mm was not returned with the instrument. Components adjacent to this broken main tube do not show damage. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards causing it to crack and subsequently break.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a prograsp forceps instrument was bent and appeared to have been pried from its shaft. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the nature of the reported damage is that the shaft of the instrument slipped out of the tip holder and could not be repositioned and had to be removed along with the trocar. The instrument suddenly could no longer be moved, opened, or closed and it remained static. The instrument has broken out of the tip holder along with the shaft, but the wires are not frayed, and no metal parts have broken off. The instrument broke off inside the patient¿s body, though no metal parts or fragments were visible, and it was then removed using a trocar and became temporarily stuck in the trocar because it could no longer be moved. To continue the procedure, the instrument was removed and a new one was inserted. The abdomen was examined for any loose fragments, and no further action was taken. No tissue remained on the used instrument, nor did anything stick to it. The patient did not experience any postoperative complications and was not re-admitted to the hospital.